Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan alleging that the onetouch ultrasmart meter does not turn on. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said the issue started on (B) (6), around 9:25 am. The patient noted she took 10 units of levemir and 5 units of novolog insulin at around 8:30 am that morning. She says that the dose of novolog is 5 units less than what she would normally take. The patient alleges that about 15 minutes after the meter did not turn on, she experienced blurred vision and shakiness, which she attributes to hypoglycemia, but denied receiving any treatment for the symptoms. She attributes the symptoms to not being able to use the meter. It would be helpful to know the patient's normal medication regimen, her diet and exercise habits, and how she would have managed her diabetes any differently had she been able to use the meter. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter does not turn on by pressing the power button or inserting a test strip per the owner's manual. It was the first time the product was being used. This complaint is being reported, because the user alleged the meter does not turn on, and experienced diabetes-related symptoms due to the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.